Event description:
It was reported there was normal battery depletion. The system was explanted and replaced. It was noted the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008. Product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6)2006, explanted: (B)(6) 2008, product type: extension; product ID 3487a-45, lot# j0546836v, implanted:(B)(6) 2006, explanted: (B)(6) 2008, product type: lead; product ID 3487a-45, lot# j0546836v, implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: lead; product ID 3487a-56, lot# j0555379v, serial# (B)(4), explanted: (B)(6) 2008, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).